Manufacturer narrative:
Concomitant products: product ID 3387s-40, lot# v637945, implanted: (B)(6) 2011, product type lead; product ID 3387s-40, lot# v637945, implanted: (B)(6) 2011, product type lead; product ID 37085-60, serial# (B)(4), implanted: (B)(6) 2011, product type extension; product ID 37085-60, serial# (B)(4), implanted: (B)(6) 2011, product type extension. (B)(4).

Event description:
It was reported the patient had an impedance issue which was discovered on (B)(6) 2012, by her healthcare professional. No action was taken at that time because it was not bothering the patient. The night prior to this report and the morning of this report after she took her morning medication and had slept for about a half hour, the patient felt like her whole body was ¿constantly full of electricity." It was noted the patient "struggled" with turning her device off and still had the feeling after she turned it off. It was also noted the patient¿s implantable neurostimulator (ins) was implanted in her stomach instead of her chest. Additional information received reported the patient received assistance from her doctor and/or manufacturer representative and her concerns were resolved. It was noted the patient had an appointment on (B)(6) 2013.